Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the touchscreen would not calibrate. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen would not calibrate. The device was returned to the biomedical department for an unspecified reason. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen would not calibrate. No additional information was provided.